Event description:
It was reported through litigation process that approximately one week and one day post a port placement, the patient allegedly developed with redness and infection. It was further reported that the port was removed, and new port has been implanted. However, the current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Medical records allege the patient underwent port replacement procedure for poor vascular access and port malfunction. The previous port catheter was dissected out and new port and catheter was placed under fluoroscopic guidance and was confirmed to be in good position and the incision were closed in multiple layers. After eight days of port placement patient presented to the hospital for redness to the port area and concerned for infected port. On the same days patient underwent removal of port procedure. Patient had an incision and opened. There was another port. The patient had an infected hematoma was sent to culture and sensitivity. After irrigation and hemostasis, all the wounds were irrigated and packed. Patient tolerated the procedure well. Therefore, the investigation is confirmed for the reported unspecified infection. Furthermore, clinical conditions alleged in the complaint can be confirmed. Based upon available information, the definitive root cause was unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiration date: 11/2020), g3, h6 (method). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H10: d4 (expiry date: 11/2020). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through litigation process that approximately one week and one day post a port placement, the patient allegedly developed with redness and infection. It was further reported that the port was removed and new port has been implanted. However, the current status of the patient is unknown.